Event description:
It was reported that the right ventricular lead exhibited a loss of capture during a clinic check. The lead also exhibited high impedance measurements. On (B)(6) 2017 the lead was successfully explanted and replaced. No patient symptoms were reported.